Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving compounded baclofen via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2016 the patient experienced 'unspecified baclofen withdrawal symptoms'. The physician's clinical diagnosis was intrathecal baclofen withdrawal. The patient missed their pump refill appointment secondary to patient non-compliance. The patient did present to the clinic for refill and interrogation of the pump revealed the empty reservoir alarm occurred. The patient reported unspecified symptoms of withdrawal. The pump was refilled and reprogrammed on (B)(6) 2016 and the patient was discharged from the practice secondary to non-compliance. The etiology of the event was noted as related to the drug (baclofen), device or therapy and not related to the implant procedure. The drug action that caused the event was indicated as 'empty pump reservoir'. The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2016. No further complications were reported/anticipated.